Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument was found to have the main tube broken. A piece measuring approximately 0.119 x 0.113 was not returned with the instrument. This failure is typically associated with mishandling/misuse. The instrument was found to have a broken pitch cable at the distal end. There was no material missing. The instrument was found to have the flush tube guide dislodged. The root cause of this failure is due to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the end of the pliers of the prograsp forceps instrument had broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the prograsp forceps broke at the end of the surgery outside of patient's anatomy, when removing the instrument. There were no fragments that fell into the patient.